Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to an unknown high blood glucose level. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.